Event description:
Device 1 issue: shaft rupture. Time of device issue: during procedure. Adverse event: perforation requiring medical intervention. It was reported that the balloon was placed and inflated in the right coronary artery (rca) for 1 minute at 18 atmosphere (atm). When negative pressure was applied, blood was seen coming back into the inflation device. An angiogram showed a perforation was in the saphenous vein graft (svg), not in the rca where the balloon had been inflated; therefore, it was suspected that there was a shaft rupture. A graftmaster stent was advanced to treat the perforation. The physician did not feel the graftmaster was in the correct location. An attempt was made to pull back on the device, but the stent appeared to be moving on the balloon. Therefore, the stent was deployed at this location, which did successfully seal the perforation. There were no additional patient effects. The patient's outcome was good and the patient was release 2 days post-procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The jostent graftmaster (part 12744-16, lot 515369) indicated is being filed under separate medwatch MFR number. Evaluation summary: the balloon catheter was returned with blood in the guide wire lumen, in the balloon, on the shaft, and on the sidearm. There was contrast on the shaft. The balloon was loosely folded. There was a 1.2 cm length tear in the inflation lumen, 4.1 cm proximal to the proximal seal. There were chattermarks in the shaft, proximal to the proximal seal for a length of 6 cm. There were two kinks in the shaft, 36 cm and 37.1 cm distal to the strain relief tubing. There was no other damage noted to the balloon catheter. The total length of the catheter was measured and met manufacturing criteria. A new indeflator, filled with water, was used in an attempt to inflate the balloon when fluid leaked from the tear in the inflation lumen 4.1 cm proximal to the proximal seal. Scanning electron microscopy analysis determined the shaft rupture may possibly be related to exposure conditions or a material/processing discrepancy, which may be related to multiple/high pressure inflations. Bulging and wall thinning was observed at the rupture area. There was no evidence of severe mechanical damage at the rupture site. Factors that may contribute to a shaft rupture include, but are not limited to, manufacturing, materials, interactions with other devices, patient's anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. There was no report of any leaks or damage to the product noted during visual inspection or preparation for use. Additionally, it was reported the otw voyager was inflated to 18 atm, which is above the rated burst pressure (rbp) of 14 atm. It should be noted in the otw voyager instructions for use (IFU, (B)(4)) it states: balloon pressure should not exceed the rated burst pressure. The rbp is based on results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rbp. To prevent over-pressurization, use a pressure-monitoring device. It is likely that the shaft interacted with other devices and/or patient anatomy, resulting in the chattermarks noted and possibly weakening the shaft material, resulting in a rupture during the over inflation to 18 atm. Additionally, a perforation occurred, which was treated with a graftmaster stent. It should be noted that the IFU lists perforation as a known procedural risk associated with coronary dilatation procedures. Analysis noted two kinks in the shaft. Since this damage was not reported in the incident information, the kinks may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the shaft rupture. In this case, the reported shaft rupture appears to be related to the operational context of the procedure; however, a conclusive cause for the reported perforation could not be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to the reported event. All dilatation catheters are 100% visually inspected for damage during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity.